Event description:
During the procedure, robotic bowel resection, the endoscopic curved intra-luminal stapler (size 29) malfunctioned - did not fire correctly as expected. No harm to patient. Manufacturer: please note that we do not send products to the MFR, but you may arrange for pick-up by sending an e-mail to the address below.